Event description:
The patient was diagnosed with diabetes october, 2004. Patient takes a set amount of humalog and humulin insulin daily. One week ago, patient tested and obtained a result of "hi" (indicates a blood glucose level >600 mg/dl) on the reported meter while having no symptoms of high or low blood glucose level. Patient retested within 5 minutes and obtained a result of 242 mg/dl. The family remained in close contact with the diabetes clinic; several adjustments in the patient's insulin dosage were made. Patient received no treatment as a result of the readings taken at the time of concern. There is no indication that the patient experienced injury or medical intervention as a result of the product. The meter, test strips, and control solution were replaced.